Event description:
Boston scientific received information that the patient was admitted to the hospital due to syncope due to an unknown reason. It was noted that the patient had likely experienced a fall. Upon interrogation the output on the competitive right ventricular (rv) lead was set to 2 volts and threshold has increased to 3.5 volts at 2 ms, subsequently there was not capture on the rv channel. Oversensing was also noted on the ventircular channel. Boston scientific technical services (ts) was consulted and had the field representative check cross chamber blanking which was set to 65 ms. Ts suggested it be increased to 85 ms. They were able to get capture at 2 volts at 2ms when hooked up to a surface electocardiogram. It was also noted that the r-waves had varying amplitude. Ts suggested an x-ray. Additional information was received that the x-ray did not reveal any significant findings and no programming changes were made. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.